Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported clip caught on chordae could not be determined. A cause of the unintended movement could not be determined. The reported tissue injury appears to be related to the difficult to remove. The reported atrial fibrillation (af) appears to be related to patient conditions. The reported patient effect of tissue injury and atrial arrhythmias as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip caught in the chords causing a tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however when attempting to grasp the leaflets, the clip became caught in the chordae. The clip was inverted and freed however a primary chord had been torn. The clip was oriented above the valve and the cds dived medially. The cds was corrected and a second attempt at grasping the medial jet was attempted. The clip was placed in the intended area however the patient had atrial fibrillation (af). A second clip was placed on the central a2p2 and the mr reduced 3-4. The patient remained hemodynamically stable throughout the procedure. Post-procedure follow-up indicated that patient had af, mr was severe, and gradient was 9-10mmhg. Three days post procedure the patient suffered a stroke and remains hospitalized. No additional information was provided.